Manufacturer narrative:
Two potentially associated lot numbers were reported: ur16d03016 and ur16c17034. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak at the connection between a one-link needle-free connector and a non-baxter extension set during infusion, which led to backflow of blood through the setup. The reporter stated that unspecified medication leaked from the connection; there was no blood loss. The device was being used with a non-baxter primary set, a non-baxter micron filter extension set, a non-baxter 3 way stopcock, a second non-baxter extension set, and a non-baxter peripherally inserted central catheter (PICC) line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The lot ur16c17035 was manufactured march 19, 2016. The lot ur16d03016 was manufactured april 6, 2016. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.